Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following a cataract extraction with intraocular lens (iol) implant procedure, fixation of intraocular lens was unstable. The iol was removed in secondary procedure. Additional information was reported that, the replacement iol model and insertion axis were changed. After re-operation, postoperative result became good. There are two medical device reports associated with this patient. This report is associated with first eye. No further information is expected.